Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed the evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: film residue over sensor area. Unable to balance sensor due to film residue. Removed film residue, was able to balance sensor. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 08/27/13. Supplier was called and requested to clarify the film residue issue over the sensor area. Supplier informed that the film residue observed over the sensor area is not manufacturing related. It appears to be surgery/user related. Based on the above evaluation the supplier was unable to confirm the complaint. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: there were 2 devices prepared for this case on (B)(6) 2014, which was for the patient who had severe head trauma. One of them was noted having trouble with adjusting the zero point before implantation. Soon after setting up to zero point, the readings showed -99 and it could not be used at the surgery. Another one was used at the case since there was no problem with adjusting zero point. The readings showed around from 6mmhg to 8mmhg after implanted at the beginning of the surgery. As the patient condition became worse, the readings hit 60mmhg and the patient was treated at ICU. Her condition was once recovered, but the device was revised since the readings showed -99. It was noted the external decompression by removing bone might affect the readings after implanted. The revised device was discarded at hospital. First one was not used with the case and will be return for evaluation. The second one was used with the patient but will not be returned since it was discarded at the facility. (B)(6) as for (B)(4), both events were related to only one patient. The first event occurred just before the surgery and the second one occurred after implanted to the same patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.